Event description:
Philips received a complaint by the customer on the v60 indicating that there was a misalignment in the touch position. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse calibrated the touchscreen, but the issue remained. The pse therefore replaced the touchscreen and verified that the issue was resolved. The device passed required performance verification tests per philips standard and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The visual inspection of the touchscreen did not reveal any signs of damage or contamination. The touchscreen was tested, and the failure was confirmed. Pil found that the touchscreen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen¿s misalignment issue.